Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years 8 months posts implant of this bioprosthetic valve implanted in the pulmonary position of this pediatric patient, it was replaced valve-in-valve with a transcatheter pulmonary valve for unknown reasons. No additional adverse patient effects were reported.